Event description:
Additional information received from the patient reported that they had seizures when the implant was put in and their tremors are worse and are taking more medication. They are also seeing low battery screen on the patient programmer (pp), have a pinched nerve in their right arm that goes up their neck, and sometimes their fingers go numb. The patient was redirected to their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced slurred speech, difficulty walking, and has fallen a lot in (B)(6) 2015. The patient saw her health care provider (hcp) in (B)(6) 2015 and had a reprogramming session with the manufacturer representative (rep). It was noted that the hcp told the patient not to go above 4 because it will affect her face. The hcp turned it up to that point previously but then turned it down; the patient's face twisted. On (B)(6) 2016, the patient's husband checked the implantable neurostimulator (ins) with a setting of 3.1 and her legs began shaking. It was also noted that the patient had an unrelated x-ray for a torn muscle that resulted in a pinched nerve. Additionally, it was reported that the patient experienced unrelated pain due to the patient's new glasses being too tight; the pain was resolved when the patient took off the glasses.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient had physical therapy about a week ago for their voice, as they had been slurring since implant, and for walking, due to the previous fall. The patient clarified they had fallen after implant surgery sometime between october and december of 2015. The patient reported that none of the falls appeared to be related to the event date, with no connection or impact.

Event description:
Additional information received from the patient reported that as of (B)(6) 2016, they are seeing the low battery screen on their patient programmer (pp), and their tremors are worse and worse and they are taking more medication. The patient also has a pinched nerve in their right arm as of 4 months prior to date notified that goes up their neck and sometimes makes their fingers go numb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.